Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint "frayed wires." The instrument was found to have a broken pitch cable at the distal clevis hub; it was not frayed. The broken cable segment that contains the crimp was still installed in the clevis. A site history review was performed and there were no related complaints identified. A system log review was performed and there were no error messages generated. The 8mm tip-up fenestrated grasper instrument was last used on (B)(6) 2018. The instrument had 8 lives remaining, but was not used in subsequent procedures. No images or videos of the event were provided for review. The customer reported complaint does not itself constitute an MDR reportable event. There was no reported patient injury as a result of this failure. However, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm tip-up fenestrated grasper instrument had frayed wires. The procedure was completed with no reported injury.